Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer contacted olympus technical assistance support (tac) via phone. The nurse called to report a b31 error code appearing when connecting this facility's colonovideoscope. She advised that all other scopes at the facility plugged into their light source with no issue and that this one repeatedly produces the error even after troubleshooting. The customer informed tac of the event. The device will not be returned to olympus for evaluation. There was no patient injury reported.